Event description:
Caller reported a malfunction on pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and instructed to call back if the malfunction code reappeared, which the caller acknowledged and understood.